Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with heavy calcification. The 3.5 x 20 mm trek balloon was advanced for pre-dilatation without issue. An attempt was made to reach 12 atmospheres (atm); however, the balloon could not reach the desired pressure, and a leak was noted at the distal end of the device. It could not be determined if the leak was on the shaft or the balloon. The balloon was removed and a new balloon was used for further dilatation. The 3.5 x 15 mm xience v stent delivery system (sds) was advanced, but could not cross the lesion. The sds was removed without issue, and two xience v stents were deployed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned trek catheter confirmed a pinhole in the balloon located 1 mm proximal to the distal marker. There was a 2 mm longitudinal scratch extending distally from the pinhole and a 2 mm longitudinal scratch in the balloon over the distal marker. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the information reviewed, there is no evidence to suggest a product deficiency.